Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The 95% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4.2mm and the lesion length was 14mm. A 4.00x16mm liberte stent was implanted. An additional procedure was performed in the target lesion, placement of a second liberte stent (4.0mmx12mm) to treat a dissection. Residual stenosis was 0%. The procedure was technically successful. Two days after the index procedure, the patient was discharged without angina or silent ischemia. Aspirin 250mg daily for an indefinite period and clopidogrel 75mg daily for 12 months were prescribed.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.